Manufacturer narrative:
(B)(4). Screw broke intraoperatively and was not successfully implanted. An alternate screw was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the proximal femur on (B)(6) 2017, a 3.5 titanium cortex screw broke during insertion. The shaft of the screw remains in the patient while the head was discarded. The procedure was completed with a new screw and completed successfully. There is no report of surgical delay. The patient status is reported to be stable following the surgery. There is no additional medical intervention required to complete the procedure. Concomitant device reported: lcp proximal humerus plate (part # 441.903, unknown lot number, quantity # 1), small fragment hex screwdriver (part # 314.02, unknown lot number, quantity # 1). This report is for one (1) 3.5mm ti cortex screw self-tapping. This is report 1 of 1 for complaint (B)(4).